Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a left heart catheterization case was completed, and a tr band was placed on the patient. A few minutes after the doctor stepped away, the balloon slightly deflated. The band was not moved accidentally off the site. The patient blood pressure was 129/93. There was minimal blood loss, estimated to be less than 250cc. The tr band was removed, and a new balloon was placed successfully. The procedure was successful, and the patient was discharged and was good. The patient's condition was reported to be fine. A 6fr slender sheath was used.